Event description:
Zone 1 femoral osteolysis (2mm) in the right hip was reported within the 10 year follow-up examination of (B)(6) clinical study. First revision surgery due to aseptic loosening of the cup is filed under (B)(4).

Event description:
Zone 1 femoral osteolysis (2mm) in the right hip was reported within the 10 year follow-up examination of (B)(4) clinical study. First revision surgery due to aseptic loosening of the cup is filed under (B)(4) (your ref. 9613369-2016-00063).